Event description:
Related manufacturing reference number: 2017865-2022-04541. It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and right atrial (ra) lead exhibited noise resembling electromagnetic interference that was oversensed by the device and resulted in inappropriate automatic mode switch. It was unclear whether the lead or device caused the issue. Programming changes were made. Patient was in stable condition.